Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right atrial lead dislodged due to twiddler's syndrome and exhibited a capture anomaly. The lead was explanted and replaced.